Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, cartridge had caused damage to the optic and haptic of iol. Additional information was requested.

Manufacturer narrative:
The company cartridge and the associated lens were returned inside the lens carton. Viscoelastic was dried in the cartridge. Stress lines were observed at the cartridge tip. The cartridge wings exhibited evidence of being seated into a handpiece. The cartridge was cleaned for further evaluation. After removal of the dried viscoelastic, the inner lumen was evaluated. There was no damaged areas or protrusions into the inner lumen of the company cartridge. The lens was returned taped to the sheet of extra labels. Solution was dried on the lens. The lens was torn (or cut) into pieces. Only one half of the optic with the one attached haptic was returned. Product history records were reviewed and the documentation indicated the product met release criteria. The associated handpiece and viscoelastic information were not provided. It is unknown if qualified products were used. The root cause cannot be determined for the reported complaint. It is unknown if a qualified handpiece and viscoelastic were used. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The samples were returned separately.the lens was torn (cut) in half. The used cartridge was cleaned to evaluate the inner lumen. No damage or protrusions were observed to the inner lumen of the cartridge. The information in the file also indicated that the "lens felt tight when dialed down. Scrub looked at it and it appeared to be folded correctly." It is not possible to confirm from the evaluation if the lens was loaded correctly.the IFU (instructions for use) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. During lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is:(B)(4).